Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-02593. It was reported the pt started experiencing ineffective stimulation in (B)(6) 2012. He reported he required frequent reprogramming, and the reprogramming would only be satisfactory for about 1 week. The pt also stated he has stimulation in the ribs. X-rays and diagnostic tests revealed no anomalies. It was reported the pt has requested his system be removed and a pain pump be implanted. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.